Manufacturer narrative:
Device not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o - ring, scratched case, cracked keypad overlay at select button, broken belt clip rails, fading serial number label and severely scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high and low blood glucose level and reservoir was not locking in place. The customer¿s high blood glucose level was in 500¿s mg/dl and low blood glucose level was 43 mg/dl. The customer reported that the insulin pump had snatched off and when he went to clip it back on, he noticed that the back of the clip was broken off. The customer was treated with glucose tablet for low blood glucose level and with insulin pump for high blood glucose level. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.